Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced, as it is a custom implant. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to disassociation. Patient reported he sat in a low chair and strained to get up. Surgeon reported that the bipolar head of the constrained liner disassociated as a result. Contributing factor reported was the 40mm extension piece had been impinging on the constrained liner and contributed to levering the bipolar head out of the assembly. A ceramic head, constrained liner, and 40mm extension piece were revised to a metal head, constrained liner (same catalog number), and a 40mm extension piece from a different custom saddle kit which hadn't been used previously (custom saddle kits come with several extension pieces - 40, 50, and 60 mm. Not all may be used in surgery. Unused extension pieces are retained by the hospital for possible future use if the implants have not expired. Surgeon was made aware the use of an extension piece from another custom saddle kit was off-label and elected to continue).

Event description:
It was reported that patient's right hip was revised due to disassociation. Patient reported he sat in a low chair and strained to get up. Surgeon reported that the bipolar head of the constrained liner disassociated as a result. Contributing factor reported was the 40mm extension piece had been impinging on the constrained liner and contributed to levering the bipolar head out of the assembly. A ceramic head, constrained liner, and 40mm extension piece were revised to a metal head, constrained liner (same catalog number), and a 40mm extension piece from a different custom saddle kit which hadn't been used previously (custom saddle kits come with several extension pieces 40, 50, and 60 mm. Not all may be used in surgery. Unused extension pieces are retained by the hospital for possible future use if the implants have not expired. Surgeon was made aware the use of an extension piece from another custom saddle kit was off-label and elected to continue). Update (B)(6) 2018: medical review by a clinician confirmed "dissociation of the bipolar portion of a custom saddle type pelvis and hip reconstruction device occurred"

Manufacturer narrative:
An event regarding range of motion issues(impingement) involving a custom extension piece was reported. Range of motion issues were not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: medical review of the provided information by a clinician noted the following: it was reported that the bipolar portion of a custom saddle type pelvis and hip reconstruction device dissociated requiring revision surgery. Undated x-rays demonstrate the bipolar liner displaced from the locking mechanisn of a custom saddle prosthesis. Product history review: a review of the device manufacturing records indicate that the device was accepted into final stock free from discrepancies. Complaint history review: could not be performed as this is custom device, only one device was manufactured as part of this lot. Conclusions: the medical review concluded the following: review of these records confirms that dissociation of the bipolar portion of a custom saddle type pelvis and hip reconstruction device occurred, however, the root cause cannot be determined as insufficient information was available documentation which would aid in the further completion of this assessment would include: operative reports. Surgical implant records from the surgeries. Dated pre and post op x-rays/ imaging from the index and revision surgeries. Outpatient office/clinic notes. Implant retrieval with material analysis. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and or additional information become available to indicate further evaluation is warranted, this record will be reopened.